Event description:
It was reported that the blade lift occurred. The target lesion area was located in the fistula. A 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure it was noted that the blade lifted after it was pulled out from the patient's fistula. The device was completely pulled out using a non-bsc sheath. The procedure was completed with the original device used. No patient complications were reported.

Event description:
It was reported that the blade lift occurred. The target lesion area was located in the fistula. A 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure it was noted that the blade lifted after it was pulled out from the patient's fistula. The device was completely pulled out using a non-bsc sheath. The procedure was completed with the original device used. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. One of the cutting blades was separated from the balloon material. Device analysis noted that approximately 11mm of one of the cutting blades was detached from the balloon on the proximal end, it was noted that the pad was fully intact. Note: when the device was received the lifted blade was still attached as described in the event description, however the returned device was received wrapped up in a mop cap. During the removal of the mop hat from the balloon the lifted blade became detached from the device. An examination of the balloon material and blades identified no other issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.